Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6); no complaint received with return of device. Failure (event) observed during analysis. Analysis found an insulation abrasion from 12.8cm to 13.2cm from connector pin due to friction to the ICD can. Other: na.

Event description:
This report is to advise of an event observed during analysis.